Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The manufacturer reports that "while we were not able to determine a specific cause for the bond failure, please be advised that salter labs has long used several in-process manufacturing controls to assure the quality and strength of our cannula bonds. This includes, but is not limited to, extensive operator training, custom fixtures to control solvent dipping length, and routine sample testing of bond strengths throughout each shift, utilizing both non-destructive and destructive test methods." If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges the cannula came apart while on the patient. Alleged issue reported as during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint in still in progress.

Event description:
Customer complaint alleges the cannula came apart while on the patient. Alleged issue reported as during use. It was reported there was no injury or consequence to the patient.